Manufacturer narrative:
The device evaluation was completed on 12/10/2020. It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the case the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking dark blood. The sheath was replaced, and the issue resolved. The event did not require percutaneous or surgical removal no other intervention to stop the bleeding. The hemodynamics was not compromised (several ml blood loss). Device was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to the hemostatic valve was found dislodged, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn caused leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath; always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve and do not insert a dilator at an angle, as damage to the sheath valve may occur. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. The serious injury adverse event reported under (B)(4). The hemostatic valve separation malfunction reported under (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. In addition, a hemostatic valve separation issue occurred with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the case the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking dark blood. The sheath was replaced, and the issue resolved. The event did not require percutaneous or surgical removal no other intervention to stop the bleeding. The hemodynamics was not compromised (several ml blood loss). It was also reported that a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a medication (ibutilide 10 mg and protamine 45 ml). The effusion got smaller and the pressure went up. The patient was reported to be in stable condition and the pressure is 109/ 66. Effusion was discovered during use of biosense webster products. Prior to effusion ablation of the cavotricuspid isthmus line was performed but the event occurred during mapping phase. Surgery was required immediately after the procedure was aborted. The final outcome is unknown. The caller did not have information about the need for extended hospital stay. They could only tell that the patient was set to stay overnight. Transseptal puncture was performed with baylis nrg needle. There was no evidence of steam pop. The irrigation flow was set to 2ml/min. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector and visitag modules were used for force visualization. The visitag stability settings were set to 3 mm for 3 sec, fot25% at 3g. Respiration was used as additional visitag filter and tag index as prospective color option. The physician opinion is that the cause of the event was difficult transseptal puncture performed on the patient. Since the cardiac tamponade may be life threatening, it was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter. The issue with the hemostatic valve was assessed as a MDR reportable malfunction hemostatic valve separation issue under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The biosense webster, inc. Product analysis lab received the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for evaluation on 11/2/2020 and observed on 11/11/2020 that the device was received in the condition reported as the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains assessed as an MDR reportable malfunction.